Manufacturer narrative:
According to the customer, the user is experiencing skin issues around the scrotum and shaft areas. The user used water and dove soap for peri care and cleaned as needed. The user was prescribed ketoderm cream 2% & neomycin/gramicidin/nyst/triam 2.5 mg-0.25 mg-100,000 unit-1 mg/gram to be applied as needed to perineal area. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the user is experiencing skin issues around the scrotum and shaft areas. The user used water and dove soap for peri care and cleaned as needed. The user was prescribed ketoderm cream 2% & neomycin/gramicidin/nyst/triam 2.5 mg-0.25 mg-100,000 unit-1 mg/gram to be applied as needed to perineal area.